Event description:
It was reported that the pin in the tip of the instrument pulled out and was lost. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B) (4): the lower jaw pivot pin is missing and a crack is present at the pivot pin hole. The pivot pin was not returned for analysis. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. The observations are consistent with misuse, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.